Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to display ¿error 1," then reset. Analysis of the replaced technology board indicated ldo regulators u57 and u58 are were not powering on due to a low shutdown enable signal coming from microprocessor u14 flag0. The technology board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported "all the measurements always read low." No consequences or impact to patient were reported.